Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found water tightness was lost due to deformation of the up/down and right/left knob, the gap of the up/down knob and angulation of the up direction was out of standard value due to wear of the angle wire, the condition of the light guide bundle was not good, the scope cover and charged coupled device (ccd) lens were creased, the light guide lens was broken, the color of the light guide lens was changed, the bending section cover adhesive was broken, the universal cord was crumpled, the color of the universal cord was changed, switch #1 was worn, the scope cover was deformed, and the control part, grip part, and scope connector cover were corroded due to leakage. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope displayed an e315 unsupported scope error message when preparing the scope for use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical parts and resulted in the displayed error message (e315). The event can be detected and prevented by following the instructions for use (IFU) which state: "nspection of the endoscopic image." "When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.